Event description:
It was reported by the hospital's medication safety pharmacist that a patient was ordered to receive 12 units/kg/hr., which would have been 28.5 ml/hr. However, the downloaded pump data shows that the patient actually received 12 units/hr., which is 0.12 ml/hr." Furthermore, the customer noted in the report that "the nurse overrode a soft warning that the dose was too low, and it continued at this rate for 7 hours and 38 minutes before the error was caught." Although requested, the customer was unable to provide the outcome of the patient.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.